Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin 3 samples were underfilled (suction failure). There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 3263471 medical device expiration date: 30-sep-2024 device manufacture date: 20-sep-2023 bdj(bd japan) received 2 used samples from lot 3263471 and 1 used sample from lot 3291605. 3 photos were provided by the customer: two photos show tubes in a tray that contain no blood, one photo shows the stoppers of the tubes, and they appear to have blood residue in the well of the stopper. Bdj also provided 3 photos of the tubes after a re-draw test with colored water. All 3 tubes provided by the customer drew the colored water into the tube. Retention samples from the same lot #'s were visually inspected with no defects observed. Additionally 10 retention samples from each lot # were functionally tested for draw volume and all tubes performed within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for no fill based on the return samples received and the photos of the samples provided by bdj. Bd was unable to confirm for underfill based on the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.